Event description:
It was reported that the filterwire was difficult to remove from the stent delivery system. A filterwire ez and carotid monorail were selected for use in a percutaneous transluminal angioplasty (pta) of the carotid artery. The target lesion was 50% stenosed, moderately calcified and mildly tortuous. The filterwire ez was positioned, and the carotid monorail was placed and on the filterwire ez and the stent was implanted. The retrieval sheath was then used to successfully recaptured the filter. The carotid monorail was then difficult to remove from the filterwire and resulted in the stent delivery system pulling the filterwire ez down with it. It was observed that this issue occurred with four filterwire ez wires. The devices were removed. The procedure was completed with these devices. There were no patient complications as a result of the event.